Event description:
It was reported that during a meniscus repair procedure, the t2 of a fast fix 360 deployed prematurely through the meniscus after t1 was deployed . The t implants were removed from the meniscus with tweezers. The procedure was successfully completed with a non significant surgical delay using a back up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported events of premature activation and material deformation. A visual evaluation of the device showed it wasn't returned in the original packaging. The t1/t2/suture were not returned. The needle/overmold assembly is bent. The depth straw is damaged. The actuator is stuck at the tip of the needle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaints were confirmed and the root causes was associated with unintended use of the device. Factor that may have contributed to the reported event include an unintended second actuation of the device. No containment or corrective actions are recommended at this time.